Manufacturer narrative:
The insulin pump was received motor error alarm during basic occlusion test due to cracked end cap. The insulin pump was unable to verify prime alarm due to motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin squirting out during the manual process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.